Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The data acquisition board was replaced, and the unit was returned to service. The customer contact reported there was no patient information available.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.